Event description:
Rn accessed pt's chest wall port without difficulty. While flushing after lab draw, rn noticed small amount of fluid leaking between wings of huber needle. Huber needle was a power loc, lot #asyjs105. I removed that lot number of needles from the work area.